Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and philips field service engineer (fse) has been investigated by the philips complaint handling team. Philips received a complaint on a heartstart mrx device indicating that the device has a battery problem. Available information indicates after functional testing the battery and the power module located in battery compartment b need to be replaced. Since the defibrillator is obsolete, the spare parts necessary for the repair are no longer available. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. The customer was made aware of the end-of-life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that following the functional test, the device signals for the battery to be replaced. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.